Event description:
In 2007, the patient reported that the display of his infusion device was blank. He stated that he was aware of the power pack recall and he was using recalled power packs. He was advised to insert a corrected power pack, and the infusion device functioned properly. The patient was advised to discard all recalled power packs and to only use corrected power packs. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.